Manufacturer narrative:
(B)(4) date sent: 9/18/2024 d4: batch #490c66. Investigation summary: investigation includes evaluation of the device and review of two videos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the videos shows a nurse trying to rotate the nozzle of the device with the jaws and the closing trigger in the open position, and it appears that the nozzle is hard to rotate and when articulating the device, the distal nozzle is separated from the proximal nozzle. Furthermore, the video shows the nurse compares with another device and the instrument works correctly compared to the device that belongs to the complaint. Based on the videos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Visual analysis of the returned sample determined that one ec60a device was returned with the handle partially open between nozzle and shroud and no reload present. The handle shroud open caused the rotation issues and also articulation issues. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled in order to verify the condition in the internal components and no anomalies were noted. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument opening the handle shroud. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 490c66, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the surgeon activated the stapler to rotate the stem, and it seems as if the stapler was stuck, it is very hard, the rotation knob is retracted to articulate it, and the knob remains retracted and is not repositioned. No patient consequences were reported.